Event description:
It was reported to boston scientific corporation that a precision speed tac was used during a sling procedure performed on (B)(6) 2014. According to the complainant, the anchor broke off the suture while trying to deploy in the pubic bone. The anchor was not retrieved and is stuck in the bone. The patient also experienced bleeding during the procedure but the patient's condition at the conclusion of the procedure was reported to be okay. The procedure was completed with another precision speed tac. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The (B)(4). Analysis of the first precision speed tac handle revealed that the anchor and suture were not attached. For the second precision speed tac handle, the anchor and suture were still attached but the anchor seat was broken. A review of the device history record (DHR) was performed; no anomalies were noted. The most likely root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a precision speed tac was used during a sling procedure performed on (B)(6), 2014. According to the complainant, the anchor broke off the suture while trying to deploy in the pubic bone. The anchor was not retrieved and is stuck in the bone. The patient also experienced bleeding during the procedure but the patient's condition at the conclusion of the procedure was reported to be okay. The procedure was completed with another precision speed tac. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Please see attached response to FDA request for additional information.

Event description:
It was reported to boston scientific corporation that a precision speed tac was used during a sling procedure performed on (B)(6) 2014. According to the complainant, the anchor broke off the suture while trying to deploy in the pubic bone. The anchor was not retrieved and is stuck in the bone. The patient also experienced bleeding during the procedure but the patient's condition at the conclusion of the procedure was reported to be okay. The procedure was completed with another precision speed tac. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.